Event description:
Philips received a complaint about the v60 ventilator indicating that the touchscreen had a fault. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer fse found that the touchscreen was not sensitive to touch, confirming the reported touchscreen fault. The touchscreen was replaced, and the reported issue was resolved. The device was restored to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).